Manufacturer narrative:
This MDR is from a study survey and is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user completed a study survey noting a ¿hyper event,¿ but on follow-up stated the event was a high heart rate attributed to a concurrent medication and not related to blood glucose or ilet use. Customer care provided assistance that included troubleshooting and education. Investigation of this case revealed that reported symptoms were consistent with a non-device-related medication effect, with no alerts or alarms from the device and no evidence of hyperglycemia. Symptoms included palpitations due to elevated heart rate. Outcomes included no medical intervention, no hospitalization, and no interruption in device use. It was concluded that the event was not related to the device and that no device malfunction occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.